Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was visited to emergency room due to hyperglycemia on unknown date, with blood glucose level 600 mg/dl as well as insulin pump had insulin flow block alarm and customer¿s blood glucose level was 150 mg/dl at the time when admitted to hospital. Customers mother stated that the customer¿s leg was swollen, puss and redness. Customer reporting an issue associated with infusion set insertion site. Customer reports that they did not receive medical treatment as a result of site issue. The devices will not be returned for analysis.